Event description:
The customer reported that the key panel was not responsive.

Manufacturer narrative:
The customer reported that the key panel was non responsive. Both the bezel and key scan pca were ordered to resolve this issue. We will consider replacing these parts which resolved the issue. We cannot determine the cause from the available info due to multiple parts being replaced. The unit passed all post-servicing testing and remains at the customer site.